Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the amplitude measurement and pacing impedance measurements on the right ventricular (rv) lead were lower that the last follow-up. Additionally, there was intermittent capture. It was suspected the rv lead micro-dislodged. As the device was programmed to left ventricular only pacing, the physician elected to continue to monitor the rv lead. The rv output was increased. Left ventricular values were within the acceptable ranges and capture was confirmed. No adverse patient effects were reported.